Event description:
It was reported that the vertical lift column on the 9900 system would not work. Also the system continues to fluoro after release of the button. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The extended fluoro exposure feature was turned off during the svc call. The system was tested and found to working as intended, and put back into svc.